Event description:
It was reported that one year two months post port placement procedure and upon computed tomography examination, the catheter was noted to be broken. It was further reported that the distal catheter segment and the port body was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that two years one month post port placement procedure and upon CT examination, the catheter was noted to be broken. It was further reported that the distal catheter segment and the port body was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation and one medical image was provided for review. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported catheter fracture and identified deformation and wear issues as a circumferential split was noted to the catheter approximately 1.0cm from the distal end of the cath-lock and a compound break was noted to the catheter approximately 3.8cm from the distal end of the cath-lock. The edges of the compound break appeared uneven in one region and round in another and the surface appeared to be round and granular. The edges of the circumferential split was noted rounded. Further during functional evaluation, leak was noted from both circumferential split and compound break upon infusion. The catheter was unable to aspirated. However, the investigation is unconfirmed for the reported material separation issue as no anomalies related to material separation was noted on the returned device. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.